Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse determined that pinch valve 1 should be replaced. The fse replaced the pinch valve. The fse ran calibration for ft4 and ran qc for ferritin and psa, all of which were within range. The cause of the discordant ferritin results was a malfunction of the pinch valve. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant ferritin results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were rerun on an alternate instrument, and the corrected results were reported to the physician(s). The customer reported that quality controls (qc) were out of range for ferritin, free t4 (ft4), and prostate specific antigen (psa). It is unknown if the qc was out of range when the discordant results were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant ferritin results.